Manufacturer narrative:
(B)(4).

Event description:
It was reported and confirmed by telemetry that a non-critical pump alarm occurred. The alarm was due to an elective replacement indicator. It was noted that the pump was implanted in 2007. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.